Event description:
Patient's ms3 pump malfunctioned at 5am today, (B)(6) 2017. The pump is buzzing, vibrating and the screen is blank. Did the reported product fault occur while in use with a patient? Yes, stopped working while in use. Patient was able to switch pumps with no issue. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes, will be sent back. Did we replace device - transferred call to psr to schedule delivery. Dose or amount: 37nkm. Frequency: continuously. Route: subcutaneously. Dates of use: (B)(6) 2017 to current.